Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, during the day the sensor experienced an error and there were no cgm readings. The reporter is unable to recall the error displayed. In the evening, the reporter called the patient to inquire if their cgm readings had returned, but the patient did not answer the phone call. The reporter then over to the patient to see how they were doing and found the patient unconscious (most likely due to hypoglycemia). The reporter did not provide any treatment, and an ambulance was called and arrived 15 minutes later. The patient was still unconscious; the paramedics injected an undetermined dose of glucagon and took the patient to the nearest hospital. The patient was discharged the same day and recovered. No other details were documented. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of performance data shows that the patient's low alert was disabled at the time of the incident. The urgent low alert is fixed at 55 mg/dl; the audio was set to sound and the snooze feature was set to 30 minutes. The urgent low soon alert was set to sound and will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. The no readings alert was set to sound and was set to trigger after 20 minutes of continuous brief sensor issue. The signal loss alert was set to sound and was set to trigger after 55 minutes of continuous signal loss. Data investigation shows that at 8:16 pm on november 07, 2025, the app delivered an urgent low soon alert at partial volume with an estimated glucose value of 75 mg/dl. At 8:21 pm, the app delivered another urgent low soon alert, this time at half volume, with an egv of 64 mg/dl. This alert was acknowledged a minute later. The patient's egvs continued to gradually decline and dropped below the urgent low alert threshold at the same time that a short period of signal loss started at 8:31 pm. When the signal returned at 8:56 pm, the app delivered an urgent low alert at partial volume with an egv of 43 mg/dl; this alert was acknowledged immediately. The patient's egvs then dropped to low (less than 40 mg/dl) where they stayed for the remainder of the session. After the snooze period for the urgent low alert ended, the app delivered an urgent low alert at partial volume at 9:26 pm; this alert was acknowledged a minute later. Another urgent low alert at partial volume was delivered at 9:56 pm after the urgent low snooze period passed for a second time. At 10:01 pm, the app delivered another urgent low alert at half volume. The patient then entered a period of brief sensor issue at 10:06 pm, and at 10:26 pm, the app delivered a no readings alert at partial volume. The app continued to deliver no readings alerts at partial volume every five minutes until 11:46 pm, at which point the patient's egvs returned with a reading of low and the app delivered an urgent low alert at partial volume. The wearable failed after that, and the app delivered a sensor failed alert at 11:51 pm at partial volume. The reported complaint is undetermined. Although data investigation found that the patient experienced some signal loss and brief sensor issue around the time of the incident, data also shows that the patient received and acknowledged several audible alerts for low glucose prior to both issues. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).